Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but the handle made a cracking noise and was not able to fire. A new handle and reload was opened and devices worked fine. There was no patient injury.